Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, blood glucose rose to 395 mg/dl and the user observed insulin leakage from the removed supplies; a subsequent cartridge and connector change was performed, followed by a complete site change with short tubing, successful tube fill, and cannula fill, after which insulin delivery resumed and glucose trended down to 307 mg/dl. Symptoms included hyperglycemia. Outcomes included the need for monitoring and corrective device setup to restore insulin delivery. Investigation included technical troubleshooting by confirming drops through the tubing, removal of leaking supplies, replacement of cartridge and connector, and assisted site change with successful priming. Investigation of this case revealed evidence consistent with a supply integrity or infusion site issue causing insufficient insulin delivery until the cartridge/connector and site were replaced; the reported use of a steel cannula set with a documented lot supports a device-use component context without evidence of persistent device malfunction once new supplies and site were established. It was concluded, based on previously established findings for similar reports, that the cause was unclear.